Event description:
Customer was unable to read their meter reading as it was distorted. Customer took extra insulin to compensate. Their blood glucose levels dropped to 34 mg/dl and customer experienced a diabetic coma for approx an hour. Paramedics were contactacted and administered an IV to increase glucose levels.